Event description:
The field service representative stated there was a clear liquid on the floor in front of the analyzer. He stated the customer had tried replacing the probe m wash and bent the needle which broke the rubber grommet on the reagent. The probe wash leaked into the front of the analyzer and about an inch or two along the front of the analyzer. No patient samples were involved. No operators were harmed.

Manufacturer narrative:
On the service visit, the field service representative confirmed the cause was broken preclean needle and replaced it. He observed the reagent prime with no further issues or alarms.